Event description:
It was initially reported that the site was experiencing difficulties with their programming system. The manufacturer rep traveled to the site to troubleshoot. The rep reported that when the programming system was checked, the screen was frozen. A hard reset was performed, which did not resolve the issue. The hand held and software flashcard have been returned to manufacturer where analysis is currently underway.